Manufacturer narrative:
(B)(4). The sample is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.

Manufacturer narrative:
One sample of a hi-lo endotracheal tube part number 86114 was received for evaluation. The customer returned a product with a different part number then was originally reported. An inflation/deflation test was performed; using a syringe 25cc of air was applied to the cuff and it was observed that after 15 min the cuff deflated. The cuff, inflation line and pvt valve were submerged into a container filled with water and air was observed to leak through the inflation line. A visual inspection was performed and the inflation line was observed to be damaged. The failure mode inflation line leak was confirmed. However the damaged condition found in the received sample is not confirmed as related to manufacturing process. (B)(4).

Event description:
The customer reported that a patient was intubated with the product on (B)(6) 2014. The product was pretested and no issues were identified. The customer reported that on (B)(6) 2014, the intensive care unit staff noted a loss of pressure on the patient. The end clinician elected to remove the tube and replace. The customer states that on (B)(6) 2012 the patient did pass away. The customer confirmed that patient death was not related to the product. No additional information was provided.